Event description:
It was reported a catheter anchor was revised. There was a "nodule" noted on patient's back. Health care provider was not certain if nodule was a cerebral spinal fluid leak or the catheter. X-ray confirmed catheter tip in intrathecal space. Patient continued to get "fair" pain relief. It was noted during revision that an anchor had "popped loose" and was re-sutured. There were no complications. The device system was used to infuse fentanyl. No further information was reported.

Manufacturer narrative:
Concomitant medical products: patient programmer: model 8835, serial# unknown, implanted: na, explanted: na. Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4). Nodule on patient's back from catheter anchor.

Event description:
Additional information was received. It was reported that there was a cerebrospinal fluid leak around the catheter. The physician had attempted a "purse string suture", but the leak was not resolved. At the time of report, the pump was set to minimum rate. It was believed that the patient was receiving another form of pain medication until a catheter revision could be performed. The patient's condition was unknown, but the reporter believed, the patient had increased pain. Five days later, it was reported that the patient was experiencing severe headaches as well as fluid buildup at the spinal site. The leak was located where the catheter was anchored at the spine. It was stated that there was no break or tear in the catheter, but the catheter was replaced. At the time of report, the patient was "doing well" and was receiving effective therapy.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).